Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 410944 weckvista access balloon port 10mmx70mm for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900061500 for investigation photos. Functional inspection was performed to attempt to inflate and deflate the balloon on the returned sample. A lab inventory syringe was filled with air. Then the syringe was connected to the check valve. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the sample only leaked from a hole in the balloon. It appears that the balloon was cut. The balloon ports are 100% inspected for proper inflation at the time of assembly. It is unlikely that this type of damage was present at the time of assembly. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." The reported complaint of "balloon not inflation" was confirmed based upon the sample received. The returned sample was found to have a hole in the balloon which prevented it from being able to stay inflated. It appears that the balloon was cut. All balloon ports are 100% inspected for inflation during the inspection process. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Based upon the damage observed, operational context caused or contributed to this event.

Event description:
It was reported that during laparoscopic hernia surgery, the balloon would not inflate and when it was checked it was torn. The device was replaced but the same issue was detected. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm lot #73d1700666 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hernia surgery, the balloon would not inflate and when it was checked it was torn. The device was replaced but the same issue was detected. There was no patient injury.